Event description:
It reported that there was unstable speed. A 1.75mm rotapro was selected for use in a percutaneous coronary intervention (pci). During procedure, the rotational speed was unstable. The physician disconnected the connections and reconnected with no resolution. The procedure was successfully completed another 1.75mm rotapro device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The knob switch (ablation button) was pressed, but the device stalled and would not get any speed. In order to determine the cause of the stall, destructive testing was performed. The advancer was dismantled and the components inside the advancer were inspected, but destructive testing was not conclusive as there were no damages to the components. There is not enough evidence to definitively say what the cause of the device stall was. Product analysis could not confirm the reported event, as the device stalled and could not get any speed. There is not enough evidence to definitely say what the cause of the stall is.

Event description:
It reported that there was unstable speed. A 1.75mm rotapro was selected for use in a percutaneous coronary intervention (pci). During procedure, the rotational speed was unstable. The physician disconnected the connections and reconnected with no resolution. The procedure was successfully completed another 1.75mm rotapro device. There were no patient complications reported.